Event description:
It was reported that manufacturer representative (rep) had connectivity issue in the operating room and said they could not get 4 green checkmarks when in operating room. Rep refused to provide patient (pt) name and pt information on call and refused to have healthcare provider (hcp) wipe lead off again because they had "done it 3 times." Technical services (tss) had rep try another implantable neurostimulator (ins) but rep got the same connectivity issue. Tss discussed issue and rep said they would move forward with lead replacement. Rep mentioned historical issue: rep said in the background of the call that they could count on one hand when this issue had occurred in the past and typically the issue resolved by wiping off lead. No symptoms were reported. Additional information was received from manufacturer representative (rep) who reported the cause of the connectivity issues was unknown. They reported the lead was replaced and this resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 serial# unknown implanted: (B)(6) 2026 explanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.